Event description:
On (B)(6) 2012, the reporter contacted animas stating that the ok and down arrow keypad buttons felt softer than normal, had a delayed response and required hard presses to elicit a response. It was noted that keypad button symbols were faded. There was reportedly no moisture in the pump. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The down and ok keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.